Event description:
A low readings issue was reported with the adc sensor. A caller reported receiving unspecified low readings and was not feeling well, so the customer was taken to the emergency room. Upon arriving at the emergency room, a healthcare meter reading of 597 mg/dl was obtained, the customer was diagnosed with hyperglycemia, and the customer administered unspecified treatment by a healthcare professional to "stabilize glucose". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.